Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 232 mg/dl. The customer was inputting the carbs when the numbers began scrolling without input and the alarm occured. After this the insulin pump also alarmed for battery out limit. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Insulin had intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up noted. Insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.